Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A field service engineer replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that the pyxis medbank es system drawer was reported to have malfunctioned, preventing the issuance of intravenous vista secondary tubing. The customer indicated that the available quantity was insufficient for dispensing, although a total of four units were required, and the pharmacy had already been asked to deliver the item to the facility. There were no adverse events or injuries reported based on this event.